Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 400cc mentor memorygel breast implant catalog: 3504001bc, lot: 5582164, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, experienced rupture on the right side post-operatively. Rupture confirmed by MRI and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/18/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/1/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered an area of shell abrasion within a crease running from the posterior aspect to the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 5592667 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).